Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap chole. Rep was not present during the case. Limited information available at this time. Clips were not holding during the case. The case was completed with a new ca500 clip applier. It is unknown if the clips were all retrieved from the patient. The complaint product was disposed of after the case. No pictures of the clips or the clip applier are available. The product is not available for return. Disposed of after the case by the facility. Additional information received via email on 17aug2020 from account manager. The clips would not hold on the vessel. "They would fall right off." "After a little bit they [the clips] fell off and pt was bleeding." The surgeon was able to see the ends of the clip around the tissue. The clips were fully loaded into the jaws upon actuation. The trigger was squeezed plastic to plastic. The surgeon fully skeletonized the vessel prior to using the clip applier. It is unknown if the clip applier was used to skeletonize the tissue. The clips were retrieved from the patient. Additional information received via email on 17aug2020 from account manager. The lot number is not available as this unit was the last one used in the box and the box and related packaging has been disposed of. "This also happened the our pt from the week before. [Patient] ended up in (B)(6) hospital with a bleed because [their] clip came off." Patient status: fine, no patient injury.

Event description:
Procedure performed: lap chole. Rep was not present during the case. Limited information available at this time. Clips were not holding during the case. The case was completed with a new ca500 clip applier. It is unknown if the clips were all retrieved from the patient. The complaint product was disposed of after the case. No pictures of the clips or the clip applier are available. The product is not available for return. Disposed of after the case by the facility. Additional information received via email on 17aug2020 from account manager: the clips would not hold on the vessel. "They would fall right off." "After a little bit they [the clips] fell off and pt was bleeding." The surgeon was able to see the ends of the clip around the tissue. The clips were fully loaded into the jaws upon actuation. The trigger was squeezed plastic to plastic. The surgeon fully skeletonized the vessel prior to using the clip applier. It is unknown if the clip applier was used to skeletonize the tissue. The clips were retrieved from the patient. Additional information received via email on 17aug2020 from account manager. The lot number is not available as this unit was the last one used in the box and the box and related packaging has been disposed of. "This also happened the our pt from the week before. [Patient] ended up in st cloud hospital with a bleed because [their] clip came off." Additional information received via email on 18aug2020 from account manager I. The facility was able to determine that the lot number was 1382246. Product will be returning. Patient status: fine, no patient injury. Intervention: completed case with a new ca500 clip applier.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Engineering observed that the shaft of the device was bent with no other damage or visible non-conformances. Testing was performed on the event unit; however, the complainant¿s experience could not be replicated or confirmed as the remaining clips loaded and closed properly. Applied medical has reviewed the details surrounding the event and related product and is unable to determine the root cause of the event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.